Event description:
It was reported that after unpackaging and preparation of the 3.5x23 rx xience v stent delivery system (sds), the device was easily advanced over a balance middleweight guide wire. Upon reaching the co-pilot hemostatic valve, the physician opened the o-ring but the sds could not advance. The sds was retracted and advanced again without force but the sds could not advance beyond the o-ring. The co-pilot was exchanged for another co-pilot. Inspection of the stent revealed that some stent struts were bent but remained intact. The sds was exchanged for a new 3.5x28 rx xience v sds which was advanced and used successfully in the right coronary artery. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. In the opinion of the physician, the inability of the sds to advance beyond the o-ring was related to the sds not the co-pilot. Return device analysis revealed three strands of balloon peeling on the distal taper.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw 190 cm ; guide cath: fr4 (boston); copilot. (B)(4): against resistance. Evaluation summary: the device was returned for evaluation. Stent damage and resistance/difficulty with the rhv were confirmed. The distal balloon taper was shredding. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, the reported IFU deviation did not cause or contribute to the reported rhv resistance, but may have contributed to the noted damages to the device.